Event description:
On 10/27/93, pt was put in low back chair transfer lift and given whirlpool. Pt was then lifted out of whirlpool and swung away from tub. At that point, pt leaned forward, the single waist belt came completely off, and she fell four feet down to the tile floor, where she landed face first. Pt sustained severe head injuries and died a day later as a result of crainiocerebral trauma.